Event description:
Hcp reported the device system was removed in 2001 for infection. The device was returned to the MFR for analysis. A follow up report will be sent when additional information is received.

Event description:
Add'l info received from the hcp indicates the pt had an infection of the device pocket as evidenced by fever, redness, swelling, and pain. She did not have meningitis. Cultures of the device pocket and the csf were positive for staph aureus. The pt was treated with both IV and oral antibiotics, perioperative antibiotics were administered and the device system was explanted. The infection resolved, but the pt had drug withdrawal symptoms of an increase in tone and irritability. The pt had a risk factor of debilitated status.